Event description:
Insertion of lifeport catheter via rt. Subclavian. Removal of catheter due to "linear rent" at the level of clavicle. Pt. Having trouble with access, had to apply pressure. No injury. Pain/discomfort only.